Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. All testing completed on the device passed or was not applicable, therefore no problem was detected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observation of non specific product performance allegation.

Event description:
It was reported that this implantable pacemaker was explanted along with the right atrial and right ventricular lead due to unknown reasons. The device system remained in service for less than one year and it was not replaced for another system. No additional adverse patient effects were reported. The product was returned for analysis.